Event description:
It was reported the sheath was kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and 33mm watchman flx closure device and delivery system (wds) were selected for use. During the procedure, after the 33mm closure device had been deployed, it was found that the was sheath was kinked. The device was exchanged to complete the procedure.

Manufacturer narrative:
Device evaluated by MFR.: a watchman access system (was) was returned for device analysis. Visual inspection found that the sheath was damaged at approximately 3.5cm to 5cm and at 7cm proximal from the distal tip. No further damages or defects were identified. Product analysis confirmed the reported event as the sheath was damaged.

Event description:
It was reported the sheath was kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and 33mm watchman flx closure device and delivery system (wds) were selected for use. During the procedure, after the 33mm closure device had been deployed, it was found that the was sheath was kinked. The device was exchanged to complete the procedure.